Manufacturer narrative:
Section b5: the problem with the system controller was reported under MFR. Report #. Device evaluation: the evaluation of the replaced external portion of the driveline confirmed driveline wire damage that would have contributed to the pump stop events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 17¿ of the external portion/ distal-end of the driveline along with a 2.5¿ piece of unattached shrink wrap were returned for evaluation. Electrical continuity testing of the returned portion of the driveline was performed and found all wires to be electrically intact. The silicone jacket and bionate layer were unremarkable. Breakdown of the metal braided shield was observed at the terminus of the bend relief, between 2.25¿ and 3.25¿, 4.75¿, and between 9.5¿ and 10¿ from the metal connector. A previous driveline repair was present between 9.5¿ and 14.5¿ from the metal connector. The grey shrink tubing was broken away from the repair 11¿ from the metal connector and 13¿ from the metal connector. There was a tear in the black shrink tubing approximately 13¿ from the metal connector. Corrosion of the copper tape along the length of the repair was also observed. Visual inspection of the underlying wires revealed breaches in the insulation of the red and brown wires approximately 11¿ from the metal connector, exposing the inner conductors of the red and brown wires. A breach in the black wire¿s insulation was observed approximately 12.5¿ from the metal connector. Upon removal of the repair tape, a partial fracture in the yellow wire was observed 12.5¿ from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline, bypassing the damage and the previous repair site, was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the driveline wires. The heartmate ii operates on a three-phase motor where each phase is powered by two redundant wires; the yellow and green wires represent phase 1, the black and brown wires represent phase 2, and the red and orange wires represent phase 3. If the exposed conductors of any two wires of different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power, the resulting phase-to-phase short could have caused the pump stops recorded in the log file. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The previous percutaneous lead replacement was captured under MFR# 2916596-2018-02561 the patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient has a history of percutaneous device alarmed for pump stoppages on (B)(6) 2019 and (B)(6) 2019 and low flow alarms over 10 minute period between 11:38 am and 11:48 am. It was reported that there was damage to the prior replacement gray shrink tubing jacket. An x-ray was performed which confirmed damage to previous percutaneous lead replacement region and distal end bend relief area. It was reported that system controller was hot and needed to be switched. Pump stoppages were observed during that time. On (B)(6) 2019, an external percutaneous lead replacement was performed which is 7 inches of original driveline remaining. No further information was provided.